Event description:
It was reported that the microsensor stopped providing readings. "No transducer detected" message was obtained after two days of implantation and intracranial pressure could not be obtained. The doctor decided to use an external transducer with the same ventricular catheter to monitor icp. The device was explanted in 2002 and a shunt was implanted. There were no patient complications.